Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The cutting wire of the subject device was broken. The broken section of the cutting wire was melted and burned. As a measurement result of the outer diameter of the cutting wire, there was no abnormality. As a measurement result of the length of the cutting wire and the cutting wire coating, there was no abnormality. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following mechanism. (1) the cutting wire contacted to the distal part of the endoscope since the rear end of the cutting wire was not extended from the distal end of the endoscope. (2) the subject device was activated, and it caused spark. (3) a part of the cutting wire became extremely hot, resulting in breakage. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a procedure, the subject device was used. It was reported that the cutting wire of the subject device broke and fell. The intended procedure was completed. There was no patient injury reported. No further information was provided. This is the report regarding the breakage of the cutting wire.